Manufacturer narrative:
Device received with stripped battery cap coin slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels was 463 mg/dl at the time of call. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. The customer stated that they were not able to remove the battery cap. Customer stated that the battery cap was worn out. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.